Manufacturer narrative:
Most recently, this medical device was removed from service but has not been returned to boston scientific to date. As new information would become available, this report will be further evaluated and updated.

Manufacturer narrative:
The boston scientific local area sales representative confirmed that this device will not be returned to boston scientific. It was discarded by the hospital. The sales representative also stated that there was not evidence of shocks that he was aware of and that the patient had not been compliant for follow-up. Associated with the patient's non-follow up, the battery meanwhile depleted significantly and for this pacemaker dependent patient, did cause or contribute to the patient's symptoms as a result.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) did reach end of life (eol) and may not have had life-saving therapy available after delivering shock to the patient. The patient had not been performing patient-initiated interrogations and therefore the eol notification did not appear until nearly three months after the device had reached eol. A few weeks before the device changeout became imminent, the patient's advocate described that the patient had noticeably lost all function, couldn't walk, had slurred speech, and was purple in color. A remote patient-initiated interrogation was done but the following physician did not respond to the information until at least two days later and at that time indicated the need for device replacement. The patient described that he felt his brain had exploded in relation to the shock. The patient's advocate did not think that the shock should not have happened. After the shock, this device was considered to not have life-saving therapy available any more -- hence, the need for device replacement.